Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced low blood glucose levels of 225 mg/dl and received a low on (B)(6) 2017. The customer reported that her husband had to wake her up from sleep because she had a low. The customer reported that her husband gave her some juice to treat low blood glucose. The customer reported that she thinks that the insulin pump may have over delivered the insulin. The customer reported that she had changed her infusion set prior to sleep and got low alert on the insulin pump. Troubleshooting was not completed on the insulin pump at the time of the call. During the troubleshooting, the customer reported that the programming, bolus wizard settings and bolus history was correct. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.